Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in the number of sensing integrity counter (sic) and small r-waves. The lead remains in use. No patient complications have been reported as a result of this event.